Event description:
While scaling the distal-lingual of patient's tooth #1 the tip of an american eagle xp 204s scaler broke 2mm below the gum line and we were unable to locate the tip. We sent the patient to a periodontist and the tip was removed quickly and easily. This scaler was used after the usage of a piezo and curette. Fine scaling was the intended technique with this instrument. Instrument tip lodged subgingivally distal to #1 and had to refer to patient to periodontist to have tip removed.